Event description:
The following information was provided by the initial reporter: it was reported that after adjusting the roseus, the l-connector that was inserted into the infusion bag was not properly seated. When it was pushed further, the membrane of the l-connector came off, causing the anticancer drug to leak during use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: three photos and one physical sample were provided to our quality team for investigation. Through visual inspection, the membrane is observed to be disconnected from its original location, verifying the reported incident. Functional testing was performed, reassembling the membrane in the connector housing. Liquid was injected into the bottle and withdrawn without issue. After disconnecting the injector, the membrane of the l-connector remained in tact. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including pressure testing to verify the amount of pressure the membrane can withstand. Additionally, a detection system is used to verify the proper welding and location of the membrane. As the lot involved in this incident is unknown, a device history review cannot be performed. Based on our investigation, a root cause related to the product or manufacturing process could be identified at this time. If excessive pressure was applied during use, it is possible the membrane could have disconnected. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.